Event description:
Health care facility reported that a pt with a catheter had red skin under the gel pad and white material around the insertion site that looks like 'pus', but is firm. The facility reported that the skin appeared ripped around the insertion site. The facility reported that the catheter was removed and silvasorb and centurion transparent dressing was applied. The facility reported cultures were done on the insertion site and the results were negative. The facility reported that the skin reaction is improving.

Manufacturer narrative:
Conclusions: no eval will be performed. Device or lot code not provided to MFR for eval. Complaint type will be monitored. The insert provides the following information regarding observation and when a dressing should be changed. Site care: the site should be observed daily for signs of infection or other complications. If infection is suspected, remove the dressing, inspect the site directly, and determine appropriate medical intervention. Infection may be signaled by fever, pain, redness, swelling, or unusual odor or discharge. Change the dressing as necessary, in accordance with facility protocol; dressing changes should occur at least every 7 days, per current cdc recommendations. Dressings changes may be needed more frequently with highly exudative sites or if integrity of the dressing is compromised.